Manufacturer narrative:
The patient side manipulator (psm) arm was returned to isi and was analyzed. Failure analysis investigation was not able to replicate the reported failure on the field. The brakes and gears were replaced as a precaution for the reported problem.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the patient side manipulator (psm) involved with this complaint. The root cause of the reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to the patient side manipulator (psm) arm failing the slow sweep test.

Event description:
During preventive maintenance of a da vinci surgical system, an intuitive surgical, inc. (Isi) representative or the technical field specialist (tfs) found that the patient side manipulator (psm) arm failed the slow sweep test. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected arm. No patient involvement or impact occurred.